Manufacturer narrative:
An event regarding alleged shell loosening, broken screw and dislocation involving a bone screw was reported. The event was confirmed. Method and results: product evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the primary and revision operative reports, office notes, and x-ray printouts by the consulting clinician indicated "a study dated (B)(6) 2015 includes an ap of the pelvis, an ap and lateral of the right hip, and an ap and lateral of the left hip, and demonstrates bilateral uncemented total hip arthroplasties. The right is in nominal position, reduced with one screw in the acetabulum, and the left has a stem in nominal position and the acetabular component is noted to be grossly loose and rotated out of the native acetabulum with one broken screw and the hip dislocated." "No dated serial x-rays before may 1, 2008, including immediate post-operative left hip films, are available for review. There is no description of the findings at revision of the cup loosening or broken screw removal and no examination of the explanted components." "No determination can be made regarding the alleged failure of biologic fixation of the acetabular component requiring revision surgery eight years post-implantation. There is no x-ray confirmation that good fit and fill of the acetabular component immediately post-operative was present and an initial gap in a chronic smoker with only a single screw to augment fixation may have contributed to this late clinical situation. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this revision surgery." Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event for broken screw was confirmed. However, the exact cause of the event could not be determined based on the review of the primary and revision operative reports, office notes, and x-ray printouts by the consulting clinician indicating "a study dated (B)(6) 2015 includes an ap of the pelvis, an ap and lateral of the right hip, and an ap and lateral of the left hip, and demonstrates bilateral uncemented total hip arthroplasties. The right is in nominal position, reduced with one screw in the acetabulum, and the left has a stem in nominal position and the acetabular component is noted to be grossly loose and rotated out of the native acetabulum with one broken screw and the hip dislocated." "No determination can be made regarding the alleged failure of biologic fixation of the acetabular component requiring revision surgery eight years post-implantation. There is no x-ray confirmation that good fit and fill of the acetabular component immediately post-operative was present and an initial gap in a chronic smoker with only a single screw to augment fixation may have contributed to this late clinical situation. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this revision surgery." If additional information and/or device become available, this investigation will be reopened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. : not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly: on (B)(6) 2007 the patient underwent left total hip arthroplasty. It is further alleged that the patient experienced severe pain in her hip, had difficulty ambulating, that the system failed and became detached causing patient to undergo revision surgery. On 11/10/2015: legal advised that the event appeared to be related to cup loosening. Event update per medical review: "on (B)(6) 2015 a revision of the left total hip (acetabulum and broken screw) was performed for a diagnosis of displaced acetabular cup with broken screw and dislocation."there is no description of the cup and screw removal included in the report. No subsequent follow-up is documented after this surgical procedure."